Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a open book error alarm. Customer stated that they went to beach and insulin pump start beeping. The customer stated that battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image). There are traces of previous moisture presence in the area below the lcd screen, plus there is rust at the bottom of the battery compartment. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device was received with a crack in the battery tube that extends to the top of the device where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.